Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced the infusion set packaging issue event on (B)(6) 2025. The issues occurred with two infusion sets. It was reported that the packaging was not sealed properly misshaped or sterile packaging not intact. No further information available.

Manufacturer narrative:
Initial and final MDR- (B)(4) - device 2 of 2. E1: patient city: (B)(6). Patient country: hong kong.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15913. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009683, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 19-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009683". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Test results: no sample was provided. Device history record (DHR) review: the lot 6009683 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine 12 on 17-oct-2024, with a total of (B)(4) units. Review of the DHR showed 1 nc was found for a 2d code test verification failure, this nc is not related to complaint code, therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, 1 non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.